Event description:
Synovitis. Effusion of left knee [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unknown, with osteoarthritis (kellgren and lawrence grade 2-3, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment (first course) with first injection of intra-articular synvisc (hylan g-f 20) into left knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2000, the pt received second injection of synvisc into the left knee. On (B)(6) 2000, the pt developed synovitis of left knee. On an unspecified date in 2000, the pt underwent arthrocentesis and 15 cc of slight blood tinged fluid was aspirated (effusion of left knee). The pt received treatment with intra-articular celestone (betamethasone) at a dose of 02 cc for the events of synovitis of left knee and effusion of left knee. On (B)(6) 2000 (after 24 hours), the event of synovitis of left knee resolved. The action taken with synvisc treatment was not provided. The outcome for the event of effusion of left knee was not provided. The intensity for the event of synovitis of left knee was mild and for the event of effusion of left knee was moderate. The reporting physician assessed the relationship of synvisc with the event of synovitis of left knee as definitely related and the physician did not provide the relationship between synvisc and the event of effusion of left knee. Follow-up info was received on (B)(4) 2013, and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.